Event description:
Infutronix received a report that a pump had "power issue - device powers self off". The infusion cannot resume without causing delay in treatment. The pump was returned on 2/5/2024 and tested on 3/11/2024. Reported issues of abrupt power off was found, device not performing to specification. No patient harmed. Detail of the evaluation was in section h of this MDR.

Manufacturer narrative:
This complaint was reopened on 3/11/2024. The pump was returned on 2/5/2024 and tested on 3/11/2024. Upon review of the initial complaint code "2pow3: power issue - device powers self off", it is noted that according to protocol 6, this complaint code is now reportable. A second decision tree will be created to point to this updated reportability. After reviewing the pump's event log, an abrupt power off was found on event line 128, as highlighted by the "log_event_on" code without a "log_event_off" before it, meaning that the pump had to be powered back on without being powered off. See complaint in question for detail of the event log. Reported issue of abrupt power off was found, device not performing to specification.